Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient underwent skin flap revision surgery on (B)(6), 2013 due to intermittencies with device use. The implanted device remains.